Manufacturer narrative:
'The lens was removed' corrected to 'the lens was implanted and removed intraoperatively' in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found pieces of the lens optic and haptics torn off and stuck together. Unable to evaluate the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -3.0/+1.0/065 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was removed due to lens tore/broke during delivery into the eye. There was no patient injury. A different model but same length lens was implanted as a replacement lens on (B)(6) 2019, and the problem was resolved. The cause of the event was due to the device.